Manufacturer narrative:
Technical services advised that the software release was still pending and referred the patient back to the following physician. Subsequently, the software for this device was released and the patient was notified. The device was later explanted due to normal battery depletion with no other issues or adverse patient effects observed.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator, which was included in a previous field advisory, inquired when the software update for this device would be available. The patient has been in contact with the FDA, but has not gotten an acceptable response. The patient also reported that half of the device was programmed off awaiting software release and that the physician will not authorize the implant of a new device. Additionally, the patient alleged that the remaining functionality of the device was questionable. The patient is requesting that boston scientific authorize the implant of a new device.